Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist sent multiple follow-up emails to verify if the issue persisted, receiving no response, and closing the case and no further assistance was needed. So, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server, did not connect to the internet. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.